Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section g3. 06-feb-2026 was inadvertently submitted on the initial MDR. However, 10-mar-2026 is the correct date.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. H4: device manufacture date: unknown due to unknown lot number. One tr band and inflator were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 12ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the inflation port. The sample failed leak testing. The leak is a very slow leak. The sample was subject to additional leak testing, 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 14ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and inflator were returned for assessment and the sample failed underwater leak testing. The check valve was deconstructed, and a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. Review of the device history record cannot be completed due to the unknown lot number. A corrective action was initiated for this issue.

Event description:
Terumo medical corporation received the following reported information: the patient had a left heart cath on (B)(6) 2026 via access through right radial artery. After completion of the procedure, the doctor placed a tr band on the patient and filled with an undocumented amount of air. The access site was not bleeding when the patient was transported to the intensive care unit (ICU) and progressive care unit (pcu) floor. An hour later, the floor nurse called the cath lab support reporting that all the air in the band had leaked out and the site was bleeding. Cath lab support refilled the band with 18cc of air and instructed the floor nurse to wait an hour before continuing the air removal process. The floor nurse called back 30 minutes later reporting that the air had once again all leaked out. The band was removed and pressure was held on the artery until bleeding stopped, blood loss was less than 250cc. Time duration not disclosed. There was no other harm to the patient. The band was tested the band on (B)(6) 2026 by putting 18cc of air in it. 15 minutes later, no air came out of the balloon. The air remained as of on (B)(6) 2026.